Event description:
The customer obtained a non-reproducible, lower than expected vitros hcg ii result from a single patient sample on a vitros eciq immunodiagnostic system. Vitros hcg result: <2.39 miu/ml verses expected result 10 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It was not known if the result was reported to a clinician; however, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros hcg ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. There was no evidence that the hcg ii assay had malfunctioned.